Manufacturer narrative:
Date of event: (B)(6) 2020. Date of reprot: 24mar2020.

Event description:
While servicing, the fse (field service engineer) found a touch screen failure. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse evaluated the device and confirmed the reported problem. The service technician replaced the touch screen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.